Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted as the device had declared elective replacement indicator (eri). There were no allegations received from the field regarding the performance of the product. The device was returned to guidant, where routine analysis was performed. This analysis identified that the device did not meet longevity expecations, based upon the programmed parameters stored within the device memory.